Event description:
An optometrist reported a pt who presented with blurry vision in the left eye at 1 week post lasik visit. Additional info provided states that the pt is using lubricating eye drops in the left eye and their vision is still fluctuating. The pt is still being monitored and will be seen in follow up at a later date.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).